Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. Initial reporter facility name: (B)(6) hospital. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance syringe device was used in the esophagus during an esophageal balloon dilation procedure performed on (B)(6) 2019. According to the complainant, during preparation, the gauge needle of the device would not move at all when pressure was applied. The procedure was completed with another alliance syringe device. There were no patient complications reported as a result of this event.